Event description:
It was reported that the patients right ventricular (rv) lead exhibited elevated/high thresholds, and no capture. It was thought that the rv lead had a microdislodgement. A lead revision was completed and the lead remains in use. It was noted the patient is currently enrolled in the product surveillance registry clinical. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.